Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of the solution bag and the supply line were not connected. There was no patient injury or medical intervention associated with this event. No additional information is available.